Manufacturer narrative:
(B)(4). This is a report of use error - breach in aseptic technique is confirmed because it was reported that the patient re-used their disposables, resulting in a breach in aseptic technique. However, the assignable cause code could not be determined since we are unsure why the patient decided to re-use their supplies. A review of all batch record documents was performed for (B)(4) and (B)(4) with no issues noted during the manufacturing process. There were no deviations from standard procedure. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the first of three reports associated with this event.

Event description:
A consumer called baxter and reported that on a date in (B)(6) 2011, the home patient (hp) reused the peritoneal dialysis (pd) disposables. On (B)(6) 2011, the hp exhibited symptoms of peritonitis. On (B)(6) 2011, the hp was hospitalized for peritonitis. Treatment administered was not reported. Causality was reported as reusing the disposables. On (B)(6) 2011, the hp was discharged from the hospital. Recovery was ongoing at the time of this report.